Event description:
It was reported that the device was not heating. There was no patient harm/adverse event reported.

Manufacturer narrative:
B3: month and year of event have been provided; day is unknown. One device was received in good condition with no physical damage or adulteration. While performing the visual inspection it was noticed there was debris in the bottom of the water reservoir (vacuumed tank before running device), the return tube is cracked and there is fluid ingression present on the printed circuit board (pcb). The heat exchanger assembly is not working correctly. The "check disposables" alarm was triggering causing the device to not heat up. The complaint was confirmed. The cause was due to the cracked return tube leaking fluid onto the pcb and damaging components. The return tube and pcb were replaced. The device passed tests after repairs were performed. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint.